Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone the customer informed it was advised to check sdi (serial digital interface) video cable from sdi (serial digital interface) out 1 from video system center to sdi (serial digital interface) in on monitor. Toggled port 1 on monitor and activated sdi (serial digital interface) input. There is a scope image present. The physician abruptly ended the call. Technical assistance support (tac) of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection however technical assistance center (tac) confirmed the reported failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: loss of image was due to incorrect monitor settings and sdi cable connections. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition lcd monitor had the no image. The issue was found during unspecified procedure that was completed with the same device. There were no reports of patient harm.